Event description:
Per the reporter the device was implanted 2008 and explanted nine days later. The report indicates the device was replaced due to an occlusion.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.